Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that all electrical testing was within specified parameters.

Event description:
It was reported that during the implant procedure, the lead was giving out of range impedances in several areas of tissue. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.